Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs in on base is identified as: assembly/component issue: other, not able to duplicate issue - sprayed disinfectant on filters.

Event description:
The dealer called to state,they were testing a new unit prior to sending it out on a patient. The dealer stated that the unit smelled of burnt rubber. They stated after 30 hours the smell did not dissipate and the filter was black.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The dealer called to state they were testing a new unit prior to sending it out on a patient. The dealer stated that the unit smelled of burnt rubber. They stated after 30 hours the smell did not dissipate and the filter was black.